Event description:
The unicel dxi 800 access immunoassay system generated lower than expected test results for: alpha-feteroprotein (afp), diluted bhcg, inhibin a, and unconjugated estriol (eu3) for four patient samples. The results were reported out of the lab and questioned by the physician. All four patient samples were re-tested in duplicate and, higher results were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Pre-analytical sample handling information was not provided. Customer did not question any other samples or assays at this time. Qc data, downloaded from the system, indicates all levels of each assay were recovering within expected ranges on the days of the events. Per customer, their maintenance was up to date. A field service engineer (fse) was not dispatched for this event. These tests are used as a screen, not for detection. Patient samples were re-tested and treatment was not affected in this event. However, amniocentesis procedure may be performed based on the results. This procedure will have a potential health risk to the patients. A clear root cause for this event has been not been determined to date. A malfunction will be assumed for the purpose of this report.